Manufacturer narrative:
Reported event: the event reported that a restoris pst offset shell impactor was missing its orientation pin. Device evaluation and results: no device inspection could be completed as the product was not available for evaluation. CAPA (B)(4) has been initiated to address missing product. (B)(4) has been opened to address the product and failure mode reported in this event. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10/10/2014 per (B)(4). A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209360, lot number 029479 shows 3 complaint related to the failure in this investigation. There pr#s are (B)(4). Tracking of complaints related to the p/n 209360 will be tracked through quarterly trend request #(B)(4). Conclusions: the failure in this complaint is addressed through (B)(4). CAPA (B)(4) has been initiated to address the missing device. Corrective action / preventive action: (B)(4) addressed the failure in this investigation. CAPA (B)(4) has been initiated to address the missing device. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) during the case the alignment pin on the offset impactor disengaged from the impactor and fel inside the incision. Case was successfully completed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) during the case the alignment pin on the offset impactor disengaged from the impactor and fell inside the incision. Case was successfully completed.